Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed, de novo lesion in the internal carotid artery. An emboshield nav6 embolic protection system (eps) filtration element was loaded into the delivery catheter without issue and advanced to the appropriate location beyond the target lesion. After stent implantation, the retrieval catheter was advanced, but could not reach the filter for retrieval, so force was applied to the filter wire, pulling the filter below the level of the stent; however, the filter folded and could not be loaded into the retrieval catheter, so both were removed without the filter being pulled into the retrieval catheter, to conclude the procedure. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
Visual analysis was performed on the returned device. The filtration element was fully collapsed into the delivery catheter (dc) pod, loaded on the barewire. The filtration element was oriented correctly. There were wrinkles sporadically thought the entire length of the dc pod. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. It should be noted that the emboshield nav 6 instructions for use states: ¿do not continue to retract the barewire filter delivery wire against significant resistance.¿ although it was reported that force was applied to the filter wire, pulling the filter below the level of the stent, the excess force seemed to be a reasonable clinical response to the difficulties as the retrieval catheter was unable to advance to the filter. The investigation determined that the reported failure to advance, retraction problem and deformation to the filter appear to be due to circumstances of the procedure. Based on the information provided, it is likely that failure to advance the retrieval catheter was due to interaction between the retrieval catheter and newly implanted stent resulting in failure to retract the filter into the retrieval catheter. Additionally, it is likely the deformation of the filter was the result of pulling the barewire to pull the filter below the level of the stent causing interaction between the filter and stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.